Event description:
The customer reported the system intermittently would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the service rep flashed the arcnet nodes and reloaded the system configuration files.